Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that the patient had never had therapeutic effect since it was turned on 2-3 weeks after implant. The patient indicated that it is not working, and that it is supposed to work with not giving her the vibration (high frequency). She got this device because she could turn it higher. The patient said that she cannot get it to hold a charge and that it will run down in one day. The patient said that she does get it charged and turns it on high frequency and she can sit down and then all of a sudden, it will zap her. The patient also noted that she will be asleep, and it zaps her. The patient indicated that the zapping also started occurring 2-3 weeks after implant when she had the system turned on. She indicated that every time that she does high frequency, it zaps her, and she can¿t use it. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the patient stated that their ins depletes abnormally fast and they have difficulty charging. The patient stated that they are routinely shocked by their ins and that it does not provide pain relief. No further complications were reported or anticipated. The rep is meeting with the patient the next day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep met with the patient and the parameters were adjusted so that the energy consumption feature showed a 7 day recharge interval. It was reported that the patient had pain relief, but was still getting zaps and shocks. No further complications are anticipated.